Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation, the investigation details indicate that the handpiece conformed to specification. It was confirmed by the account that the handpiece had been soaked in a liquid solution which contradicts the instructions for use. The black fluid which was identified was most likely the result of improper sterilization practices at the account. The account was retrained on the proper sterilization procedures.

Event description:
It was reported that following sterilization, the handpiece was leaking fluid. There was no patient contact.